Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's remote monitor was missing daily transmissions. It was determined the patient was not enrolled with the network. Additionally,the data collection was set to off on the implantable cardiac monitor. The patient was advised to visit the clinic to check the device data collection setting. The caller was educated on the correct setup and use of the monitor.the monitor remains in use. No patient complications have been reported as a result of this event.